Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after delivery of a shock to the patient, the device indicated that a "shock was not given". Another analysis was performed and another shock was delivered. Again the device indicated "no shock was given". The device then prompted a "connect electrode" message. The device was turned off/on by the clinician and a third analysis indicated shock advised. After pressing the shock button; a loud pop noise was heard coming from the device. During subsequent testing to obtain device data, the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's reports of "loud popping noise heard" and "no power up" were duplicated and attributed to catastrophic failure of the main board. The main board was scrapped and replaced to resolve the report. The device was recertified and returned to the customer. The customer's reports of "connect electrodes" and "shock not delivered" were unable to be replicated or confirmed. The reports were unable to be duplicated due to the catastrophic condition of the device. The batteries used during the time of the event were discarded before the device was returned. The electrodes used during the time of the event were not returned. Analysis for reports of this type has not identified an increase in trend.